Event description:
It was reported that during pacemaker testing, it was found that the settings on the external pulse generator were out of specification. The generator was returned for testing and calibration. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the upper case was damaged.